Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic after receiving multiple shocks on supraventricular tachycardia. Patient did not experience syncope during these events. A defibrillation thresholding testing was performed and ventricular fibrillation was induced and detected. The device had no undersensing issues and one shock was successfully delivered. The return of sinus was confirmed by the device. Patient was stable prior, during and post event and patient experience no other adverse event.